Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that an ophthalmic forceps tip moved to the closed position but would not open. Procedure details information is unknown, but there was no harm to the patient. Additional information has been requested. Additional information received clarified that the forceps tip would not open during a vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. No additional information is available.